Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown synex/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: reinhold, m., beisse, r., audig&#620; l., kandziora, f., pizanis, a., pranzl, r., . . . Blauth, m. (2009, january 28). Operative treatment of traumatic fractures of the thorax and lumbar spine. Part ii: surgical treatment and radiological findings. Unfallchirurg 2009, 149-167. (B)(6). The study report focuses on the surgical treatment, course of treatment, and radiological findings in a study population of 865 patients. Of these, 733 patients received operative treatment (op group). Fifty-two patients were treated non-operatively and 69 patients were treated with kyphoplasty/vertebroplasty without additional instrumentation (plasty group). In the op group, 380 (51.8%) patients were instrumented from a posterior (dorsal) position, 34 (4.6%) from an anterior (ventral) position, and 319 (43.5%) cases with a combined posteroanterior procedure. Angular stable internal spine fixator systems were used in 86-97% of the cases for posterior and/ or combined posteroanterior procedures. The synex system was used 43.6% of the time in the posteroanterior procedure and 47.1% of the time in ventral procedures. Of 39 patients with complications which required surgical revision, 27 had to be operated on once, 7 twice, 1 three times, 2 four times, and 1 patient five and six times, respectively. In 25 cases, the cause or the reason for the surgical revision was known: revision reasons were 4 infections, 5 wound healing deficiencies, 1 thrombosis/embolism, 1 intraspinal bone fragment, and 1 neurological deterioration. This is report 1 of 3 for (B)(4) this report is for an unknown synex .